Event description:
It was reported that a receiver reinitialization occurred frequently between 12/20/2025 and 12/23/2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).